Event description:
Reporter indicated a vns therapy pt experienced an infection which required open wound treatment with continuous or recurrent irrigation. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Ortler m et. Al. "Deep wound infection after vagus nerve stimulator implantation: treatment without removal of the device." Epilepsia 42:133-135, 2001.